Event description:
Pt called with beeping from ICD. Found to be in safety mode. Device was reset and programmed to previous values. This is a known problem with this device.

Event description:
Add'l info rec'd from MFR 11/28/01: guidant received info that the pt with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones being emitted from the device. Therefore, the pt was brought to the clinic for a follow-up visit at which time the device was interrogated and displayed a 'possible device fault' message. Guidant received add'l info that full device function was successfully restored using a supplemental programming tool, and the device remains in-service. Guidant has identified a specific subset of prizm devices containing a component that can disrupt memory, causing the ICD to revert to 'fallback'. Fallback is a safety mode designed to provide full shocking capability and brady pacing despite disruption in normal ICD function. FDA was notified on april 23, 2001 and guidant subsequently issued a letter to physicians advising of the situation. It is recommended that the physicians continue normal monitoring of all prizm devices according to instructions in the operator's manual, and contact guidant should a device be found in safety mode. No further info has been received regarding this event. The ICD remains active and implanted.